Manufacturer narrative:
Post market safety reviewed this case report of the device suddenly losing power/the screen went black, and the battery was noted to be 'sizzling'. Additionally, the customer confirmed there were no issues with increased temperatures, or the device being too hot to hold/handle. The customer noted there was a small amount of battery corrosion when the battery was removed. The device was replaced. There is no evidence of thermal runaway occurring or any indication of thermal damage and increased temperature. According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the omnipod personal diabetes manager (pdm) screen went black and would not turn on. When the back of the pdm was taken off the battery was "sizzling".